Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy due to non-physiologic artifact oversensing, while the patient was sitting doing office work. Isometrics/provocative maneuvers were performed, but the artifact was not reproduced. X-rays showed no displacement of the s-ICD system, and the implantable electrode appeared properly inserted. Technical services discussed the case and suspected the sense b node issue of the implantable electrode. The vector configuration was reprogrammed to secondary, and the patient will continue to be monitored. This implantable electrode remains in service and no adverse patient effects were reported.